Manufacturer narrative:
Ge healthcare¿s investigation is ongoing. A follow up report will be submitted after the investigation has been completed. Patient data not provided due to country privacy laws. Initial reporter data not provided due to country privacy laws. Device manufacture date unknown.

Event description:
It was reported that the treadmill conveyer belt started to move at an excessive speed, which caused the patient to fall down. The treadmill was repaired at the facility by a third party company. There was no serious injury reported.